Event description:
The customer reported via phone call that she removed the pump to take a shower and noticed a button was stuck and the device was frozen. She was able to get the insulin pump to work and suspended it, but when she got out of the shower, the it alarmed with a button error, after customer's blood glucose was not known. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
No unexpected frozen screen anomalies were noted during testing; time advanced properly. No unexpected sticking of button anomalies noted. A button error alarmed after boot up and intermittent button response on the act button was noted, due to corroded keypad traces.the device was also received with a cracked lcd window,cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.